Manufacturer narrative:
The returned cable was evaluated. Eeprom content verification did not identify any issues. When the cable was connected to a masimo monitoring device, the device was able to generate a "no sensor" error message. Visual inspection revealed multiple broken pins at the round 25 pin connector. The cable failed continuity testing. The failure was isolated to the broken pins on the pin connector which resulted in multiple open connections.

Event description:
The customer reported: "was told by rn haley that the monitor in room 448 sporadically loses the spo2 reading. She changed cables twice during her shift to get it to work. I have the 2 cables from the specific room but not any sensors. As tasked by leadership, I am to pull the cable and send it for failure analysis. Unfortunately the rn did not save the sensor. Logs were pulled and I didn't see any dropouts, just large desats." No patient impact or consequences were reported.